Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed oversensing noise, high capture thresholds, low pacing impedance, and r-wave amplitude variation on the right ventricular lead. Programming changes were made to resolve the issue. The patient condition was stable before, during, and afterwards.